Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During case, where the 2 pin clamp attaches to array adaptor "it" is crossthreaded. It would not tighten the array enough to hold it in place. Case type: pka. Provide more detail: when noticed has already finished cuts; however, weren¿t able assess leg with trials because array would not hold in place. Surgical delay: 10 minutes.

Event description:
During case, where the 2 pin clamp attaches to array adaptor it is cross threaded. It would not tighten the array enough to hold it in place. Case type: pka. Provide more detail: when noticed has already finished cuts however weren¿t able assess leg with trials because array would not hold in place. Surgical delay: 10 minutes.

Manufacturer narrative:
During case, where the 2 pin clamp attaches to array adaptor it is cross threaded. It would not tighten the array enough to hold it in place case type: pka. Provide more detail: when noticed has already finished cuts however weren¿t able assess leg with trials because array would not hold in place. Surgical delay: 10 minutes. Product evaluation and results: visual inspection. Visual inspection confirmed internally deformed threads.   Dimensional inspection: dimensional inspection was not completed since visual and functional inspection confirmed internally damaged threads.   Functional inspection: functional inspection confirmed adaptor would not tighten due to internally deformed threads. Product history review: review of the product history records as attempted for the indicated device under catalog # 206693, lot no 19050412, but no inspection results were found or non-conformances noted. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206693, lot number 112270, shows 00 additional complaints related to the failure in this investigation. Conclusions: the reported event was confirmed.